Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via the manufacturer representative (rep) regarding a patient with and implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller was calling because the doctor reported the patient was having fluid in the ins pocket. The caller stated the patient had a recent revision. Following the revision, the patient was having discomfort and fluid around the ins. The patient was not running a fever and the doctor didn't know if the current issue was infection. It was reviewed that the treatment of infection is a medical decision. Additional information was received from the manufacturer representative. They reported that the cause of the discomfort and fluid at the ins pocket was unknown. To resolve the issue, the doctor surgically opened the pocket and put a tyrx on the implant. It was noted that the patient's weight was unknown at the time of the event. No further complications were reported or anticipated.